Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the device encountered a setscrew screwing problem. The ipg was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged right ventricle (rv) setscrew block in the rv connector. The returned device indicated a damaged rv grommet with foreign material on the bottom of the grommet. The returned device indicated a loose/detached rv set screw. The returned device indicated a rv set screw with a rounded socket. The returned device indicated a damaged rv set screw socket head. If information is provided in the future, a supplemental report will be issued.